Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR.: returned product consisted of a coyote es balloon catheter. The balloon was loosely folded with blood in the balloon and inflation lumen. There are numerous hypotube and shaft kinks. Microscopic examination revealed that the balloon has an 11mm longitudinal tear starting from the proximal balloon waist. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
Reportable based on device analysis completed on 20-dec-2018. It was reported that crossing difficulty was encountered. The target lesion was located in a vessel below the knee (btk). A 2mm x 20mm x 143cm coyote es balloon catheter was advanced but failed to cross the lesion. The procedure was completed with another of the same device. No patient complications were reported. However, returned device analysis revealed longitudinal balloon tear.